Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. The report stated that migration was confirmed prior to revision via imaging. The lead was returned cut into segments as a result of the explant procedure, continuity testing did not identify any opens in any of the segments.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. X-rays taken confirmed the position of the lead, although unclear if the lead moved, or if it was always in a less than ideal position. As a result, surgical intervention may be undertaken at a later date to address the issue.